Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 3-apr-2018 with the following findings: the black box for (B)(6) 2017 is not available; data was overwritten due to continued patient use. Available black box data begins on (B)(6) 2018. No battery life issues were observed in the available black box data. No moisture/corrosion was observed in the battery compartment. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. Electrical current draws were measured and found to be within specifications. A "battery life" issue was not duplicated during testing. There was no evidence of moisture or loose components inside pump. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.